Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number: 1627487-2022-01967 and 1627487-2022-01970. It was reported that the patient¿s leads had migrated. As result the leads were explanted and replaced resolving the issue.

Manufacturer narrative:
Event date is an estimate.